Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the "floor" had a power outage at 10:59am on (B)(6) 2023 and the three pc units powered off during patient use." It was reported that at the time of the event, "the top pcu was plug into the white outlet. The other pcus on red outlets." Hospital's biomed reportedly did their own testing of the units and stated, "when testing, later, all pcus turned on normal. When unplugged, the pcus remained on. Only the bottom pcu powered down minutes later when not plugged in." There was patient involvement and unspecified "harm."

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the "floor" had a power outage at 10:59am on 12 january 2023 and the three pc units powered off during patient use." It was reported that at the time of the event, "the top pcu was plug into the white outlet. The other pcus on red outlets." Hospital's biomed reportedly did their own testing of the units and stated, "when testing, later, all pcus turned on normal. When unplugged, the pcus remained on. Only the bottom pcu powered down minutes later when not plugged in." There was patient involvement and unspecified "harm."